Event description:
From distributor's report: 1) the event involved dermabond topical skin adhesive being applied to a scalp laceration on a pt. 2) the wound was cleaned with shurclens and repaired in 2002. 3) pt returned to clinic with a bloody discharge containing pus from the wound. The product was still intact on the wound. 4)the pt was treated with keflex for 10 days and the product removed. 5)current status of pt is unk.